Manufacturer narrative:
Ge healthcare recommended to the hospital to replace the auxiliary common gas outlet.

Event description:
The hospital reported the unit did not pass the preoperative leak test. There was no report of patient involvement.